Manufacturer narrative:
(B)(4). Batch # r93c5v. Date of event: date of event is 2020. Event day and event month were not reported. Investigation summary: the hand piece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. Then the instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the handpiece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nose cone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the generator displayed "replace transductor." There were 24 uses pending. There were no patient consequences reported. No additional information is available at this time.